Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low and high blood glucose level. The customer¿s blood glucose level was 20 mg/dl and 1350 mg/dl. Customer was treated with bolus and insulin shots and emergency medical service was called. Customer was not comfortable using the insulin pump due to under or over delivery. Customer declined troubleshooting. The reservoir will not be and insulin pump will be returned for analysis.